Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On(B)(6) 2023, it was reported by a sales representative via sems that one of the swivelock anchors from an ar-2600sbs-4 pulled out as the surgeon was finishing the repair by tensioning down a dog ear when the anchor pulled out. The surgeon cut all the sutures from that anchor and removed it altogether. The eyelet of the anchor became loose when the suture was released and could not be found. Two more anchors were opened to complete the double-row repair. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.